Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vessel in the right arm. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
D4: lot number: updated to 0037229427.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vessel in the right arm. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.